Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the lot information was not provided in the journal article. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported in the following journal article "brown nm, et al, the use of trabecular metal cones in complex primary and revision total knee arthroplasty, j arthroplasty (2015), http://dx.doi.org/10.1016/j.arth.2015.02.048" that 1 out of 83 patients who was implanted with tm cone, was revised due to a periprosthetic fracture. No further information was provided with regards to the patients involved. Additionally, no lot or part number information was provided.